Event description:
Biomérieux department of medical affairs notified customer service of obtaining (B)(6) results for three (3) api strains of (B)(6) in association with the chromid® mrsa smart agar (reference 413050, lot 1007561970). Medical affairs stated all three isolates were plated onto the chromid® mrsa smart agar, and were (B)(6) for growth after twenty four (24) hours of incubation. The isolates were also plated onto columbia blood agar, all plates were (B)(6) for growth. The test isolates were identified and tested for antibiotic susceptibility using the vitek®2 which confirmed the strains were (B)(6), the cefoxitin screen test results indicate these survey strains are all (B)(6). Though chromid® mrsa smart agar (reference 413050) is not registered, marketed of distributed in the u.s., a similar product chromid® mrsa agar (reference 43841) is registered in the u.s. As there are no patients associated with these api strains, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
The report was initially submitted following the notification by biomérieux department of medical affairs to customer service of obtaining false negative results for three (3) api strains of staphylococcus aureus (mrsa) in association with the chromid® mrsa smart agar (reference 413050, lot 1007561970). Medical affairs stated all three isolates, (B)(6) , were plated onto the chromid mrsa smart agar and were negative for growth after twenty four (24) hours of incubation. The isolates were also plated onto columbia blood agar, and all plates were positive for growth. The strains were also tested on lot number 1007075680, 413050, and growth was observed. An internal investigation was initiated, which included testing of the three impacted strains. 1. Lot number file review lot number 1007561970 (reference 413050) was manufactured on 30-aug-2019. The quality control of the weight of the product conformed with specifications for the duration of the manufacturing process. Quality control test results conformed with specifications: absence of contamination and appearance defects. The ph of the product was controlled and conformed with specifications. The quality controls for lot number 1007561970, reference 413050 conformed with specifications. Non-conformities were not registered on this lot number. 2. Analysis of the retained sample plates. Testing was performed in parallel on retained samples of the impacted lot 1007561970 as well as a reference lot number 1007584880. The bacteriological performance of the impacted lot and the reference lot number conformed with specifications with good growth and characteristic color for s.aureus atcc 43300 and s.aureus 0306055 after 18 hours of incubation. To verify the fertility of total and partially inhibited strains, trypcase soy agar (tsa), reference 43011, lot number 1007546090, expiry date 20-jan-2020, was also tested in parallel. All the results obtained were within specifications. The retained sample plates comply with expected specifications for all lot numbers tested. 3. Analysis of the impacted strains provided for the investigation the following strains were provided for the investigation: api: (B)(6) ; biomérieux number 19-11-676 . Api: (B)(6) ; biomérieux number 19-11-677. Api: (B)(6) ; biomérieux number 19-11-678. The following tests were performed on the strains: identification testing using the vitek® 2. Antimicrobial susceptibility testing (ast) using the disc diffusion method and the etest® method to determine the minimum inhibitory concentration (mic) against cefoxitin antibiotic. Microbiological activity testing on the impacted lot number in parallel with a reference lot number 1007584880, expiry date 22-nov-2019. The following results were obtained: identification: the three strains were identified as staphylococcus aureus. Ast: the three strains are resistant to cefoxitin: 19-11-676 : mic=16 g/ml (r), diameter of inhibition 19 mm. 19-11-677: mic=256 g/ml(r), diameter of inhibition 8 mm. 19-11-678 : mic=16 g/ml (r), diameter of inhibition 15 mm. In addition, the disc diffusion method showed the presence of a fine regrowth zone for strain numbers 19-11-676, 19-11-678 and isolated colonies within the inhibition zone for strain number 19-11-677. This type of growth indicates that the strains have heteroresistant characteristics. Microbiological activity: after 24 hours of incubation, strain numbers 19-11-676 and 19-11-678 showed very weak growth with or without the development of characteristic colonies on the impacted lot number and the reference lot number. Strain number 19-11-677 showed good growth with characteristic pink colonies on the impacted lot number and weak growth on the reference lot number. Following these results, the strains were further tested in order to compare the microbiological activity of the strains on chromid mrsa agar (mrsa), reference 43451 and reference 413050, chromid mrsa smart agar (mrsm). The following lot numbers were tested; lot number 1007644640, reference 43451, the reference lot number 1007584880, reference 413050 and an additional lot number 1007673090, reference 413050. The results obtained are the following: strain number 19-11-676: mrsa (43451): good growth with development of characteristic colonies in 48 hours. Mrsm (413050): lack of growth or very weak growth of pink or colorless colonies on all lots tested, including the impacted lot number. Strain number 19-11-677: mrsa (43451): good growth with development of characteristic colonies in 24 hours. Mrsm (413050): good growth on the impacted lot with characteristic colonies. Random growth of characteristic or colorless colonies on the other lots tested. Strain number 19-11-678: mrsa (43451): weak growth with characteristic colonies in 48 hours. Mrsm (413050): very weak growth of characteristic colonies on the impacted lot. Random growth of characteristic colonies on the other lots tested. In summary, the three strains showed growth after 24 and 48 hours on chromid mrsa agar (mrsa). These results correlate with the results obtained with the disc diffusion method (resistance to cefoxitin). Regarding chromid mrsa smart agar (mrsm), after 24 hours of incubation, strain numbers 19-11-676 and 19-11-678 showed very weak growth with or without the development of characteristic colonies on the impacted lot number and the reference lot number. Strain number 19-11-677 showed good growth with characteristic pink colonies on the impacted lot number and weak growth on the reference lot number. Of note, the three impacted strains are part of the biomérieux internal strain collection. Characterization by pcr detected the mec a gene for resistance to methicillin and the absence of the mec c gene. However, the sensitivity test to oxacillin by the agar dilution reference method showed that only strain 19-11-677 is resistant with a mic of 64 g / ml, while strains 19-11-676 and 19-11-678 are susceptible to oxacillin with mics of </= 1g / ml (clsi m100 s29 2019 breakpoints). In conclusion, these results along with the disc diffusion method results indicate that these three mrsa strains have variable resistance to beta-lactam antibiotics and this explains their type of growth on mrsa and mrsm. 4.complaint trend analysis: a review of complaints indicated that one other complaint was registered on the impacted lot number 1007561970 for this type of issue, and an operator error was identified. 5.conclusion: the lot number record analysis indicated that the impacted lot 1007561970 complies with our specifications and neither non-conformances nor deviations were recorded. The quality control strains tested on the retained biomérieux sample plates were all within specifications for the impacted lot number, with notably, good growth and characteristic color for s.aureus atcc 43300 and s.aureus 0306055 after 18 hours of incubation. Testing on the three impacted strains showed growth after 24 and 48 hours on chromid mrsa agar (mrsa). On chromid mrsa smart agar (mrsm), after 24 hours of incubation, strain numbers 19-11-676 and 19-11-678 showed very weak growth with or lacking the development of characteristic colonies on the impacted lot number and the reference lot number. Strain number 19-11-677 showed good growth with characteristic pink colonies on the impacted lot number and weak growth on the reference lot number. The three impacted strains are part of the biomérieux internal strain collection. Characterization by pcr detected the mec a gene for resistance to methicillin and the absence of the mec c gene. However, the sensitivity test to oxacillin by the agar dilution reference method showed that only strain 19-11-677 is resistant with a mic of 64 g / ml, while strains 19-11-676 and 19-11-678 are susceptible to oxacillin with mics of </= 1g / ml (clsi m100 s29 2019 breakpoints). In summary, these results along with the disc diffusion method results indicate that these three mrsa strains have variable resistance to beta-lactam antibiotics and this explains their type of growth on mrsm. As the performance of the lot is within specifications and as the investigation did not identify a product performance issue, neither corrective nor preventive actions will be implemented.